Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The patient stated he was unable to use the implant, and the pump was not working well. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The patient stated he was unable to use the implant, and the pump was not working well. The device was removed and replaced. There were no patient complications.